Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, upon observation of a 29mm s3 valve, one leaflet had a seam in it, but the valve was crimped to see if it corrected itself. It didn¿t and a new valve was crimped on the same delivery system. Per report, the leaflet appeared to be a creased. It behaved differently in the bowl while observing its functionality. It also crimped differently so a decision was made to prep another valve.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. In addition, no imagery were provided.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, all sapien 3 assemblies undergo the following inspections: leaflet components undergo the following inspections: leaflet thickness is measured per process sheet/ work order requirements. Leaflets are 100% tested. Die cut leaflets are dimensionally inspected and visually inspected on sampling basis under 8x magnification. Die cut leaflets are 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle).  All sapien 3 valves are 100% inspected for the following before and after placing the valve in holder. Visual inspect tissue for damage, tear, and crease that can prevents the leaflet from natural flexing.  The adequacy of thv valve coaptation and valve appearance are 100% inspected. Prior to final packaging, 100% visual inspection is performed to ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing non conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.  A lot history review was performed and revealed no additional similar complaints.  A review of the complaint history from january 2018 to december 2018 revealed no other similar returned complaint.  A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. A review of the instruction for use (IFU) and training manual revealed no deficiencies. Additionally, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure.  The complaint of a seam noticed on the leaflet was unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non- conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There is insufficient information to determine an exact root cause at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the december 2018 control limit for the applicable trend category, neither a  product risk assessment (pra) nor corrective or preventative action was required.